Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient had arthrose, left malleol-surgery on (B)(6) 2012. It was reported a cannulated screw was removed because of pain in malleol area on (B)(6) 2013. Reportedly it looks like rust on the screw head and the unknown washer. This complaint is on the cannulated screw. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Product development evaluation was conducted. The report indicates that fretting corrosion in non-locked situation are known. According the corrosion position at the washer (lower surface) it is indicative that the washer was positioned the wrong way. This positioning results in a smaller surface and that leads to more and aggressive fretting.